Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, and a missing end cap sticker. No number ramping or scroll bar anomaly was noted on the display.

Event description:
It was reported that the up button on the customer's insulin pump continued scrolling after being pressed during a bolus delivery attempt. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 160 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.